Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to recurrence of stress incontinence and vaginal spotting. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.